Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that it was not related to the device but the way the device was handled. The patient was fine and discharged the next day of the procedure. The returned guidewire had its tip shaped but had no deformation such as a kink. Approximately 87 to 115 cm from the proximal end, the ptfe coating was intermittently scraped off in a longitudinal direction and formed several strips of uncoated area. The filter of the clot aspirator was also returned. Some green objects were found on the filter. The green objects were observed under a microscope. It revealed that some of green objects were shaped as a bellows-like strip. This finding suggested those green objects were pieces of the ptfe coating of the returned guidewire. In order to replicate the ptfe coating damage, an unused 0.014 inch guidewire was inserted into a metal introducer and made to contact the edge of the introducer. As a result, the similar ptfe coating damage that was seen on the returned guidewire was observed on the sample guidewire. Shape of the ptfe coating fragment was also similar to that of the returned green objects, bellows-like strips. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guidewire and green objects, it was concluded that the ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the shaft of the returned guidewire. There was no indication of product deficiency. Although the ptfe fragments were returned, it could not be certain that all the fragments were retrieved from the vasculature. The IFU states: - [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that during a thrombectomy to treat a clot in the heavily tortuous lad #7, a thrombectomy catheter was advanced but it was difficult to deliver to the target. In addition to the subject guidewire, two other 0.014 inch guidewires were advanced into the coronary artery to stretch the vessel wall in order to facilitate catheter delivery. When the clot was aspirated, some green foreign objects were recognized in the aspirated clot. The physician considered the foreign objects were retrieved with the clot and took no further remedial actions.